Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 399 (mg/dl). System check with tandem technical support indicated pump was performing as intended. Customer administered a correction bolus and reported that their bg levels began to decrease. Customer indicated that they would call back if they needed any further assistance.